Event description:
Both sizes of peel backs were used under normal pre-vacuum sterilization conditions, (135 deg c, 6 min sterilization phase, 30 min dry phase for single instruments). Upon opening these packages for use in the or and labor and delivery, the staff noticed that as the package was being pulled apart the seal was seaparating unevenly. The instrument would slide out of the package sideways as if there was no seal.